Event description:
A surgeon reports that a patient's bcva has decreased from 20/20 to 20/30. The affected eye had an intraocular lens (iol) implanted over five year ago. Upon examination, the lens had what the surgeon described as a "milky" appearance. The intraocular lens implanted in the fellow eye appears clear. Additional information has been requested.